Manufacturer narrative:
Other relevant history was updated.

Manufacturer narrative:
A specific root cause could not be determined. Based on the information provided for investigation, the most likely root cause for this issue was pre-analytical sample handling. The customer was using a short centrifugation time of 3 minutes. 10 minutes is recommended. The customer was also centrifuging the samples at a high rpm setting of 8500. 1300 rpms is recommended. Additional information for further investigation was requested but not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable results for parathyroid hormone-pth, intact short turn around time (pth) on one patient sample. The customer indicated that the tube for the sample in question had about 1 ml of sample and they did not receive any short sample alarms. The initial result was 39.28 pg/ml. This result was verbally given to the physician performing the parathyroidectomy on the patient. The patient was taken out of surgery based on the initial result. The sample was repeated twice on the same instrument. The first repeat did not generate a result, only data flags from the instrument. The first repeat was from the original tube. The sample was then repeated in a sample cup instead of the original tube and the result was 107.7 pg/ml, accompanied by a data flag. The customer deemed the result of 107.7 pg/ml to be the correct result and called the result and the patient was returned to surgery based on the repeat result. The parathyroidectomy was appropriately completed. The patient's current condition was unknown to the customer. The lot number of the pth reagent in use was 171869, with an expiration date of 07/2014. The field service representative could not determine a cause and could not duplicate the problem. He checked the mechanical adjustments, and the liquid level detection in the probe. He did performance testing, which was within specification.